Event description:
See also MFR report 6000032200904834. It was reported that the devices were replaced for normal battery depletion and were returned for disposal only.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance. The #0 and #3 feedthrough wires were broken; broken bond wires.